Event description:
These syringes being used for blood draws, were noted on more than 10 occasions to aspirate air into the blood samples while pulling the plunger back and to leak sample while pushing the plunger creating positive pressure within the syringe. The leak occurs on the syringe barrel where a thin cut appears at approximately 0.5 ml away from the luer-lok connector. This cut, which so far has only been found on the documented lot, extends around the diameter of the barrel.